Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse inspected the analyzer and found multiple issues. The fse found spiral (s) mix bars were bent/damaged. The fse observed the s mix bars would rub against the cuvettes during operation which resulted in the coating to peel off. The fse also found that peeled coating caused the wash nozzles on the wash station unit to become clogged. The fse also found two (2) vacuum valves were defective on the wash station unit. The fse replaced the s mix bars and vacuum valves which resolved the issue. The fse performed system verification successfully without issues. The analyzer returned to normal operation. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported that the au5800 clinical chemistry analyzer generated false low patient results for magnesium (mg), total bilirubin (tbil) and multiple other assays which were not identified. The customer reported this issue to the national medical products administration (nmpa). No patient data or demographics was provided. There was no report of change to treatment, injury, or death associated to this event.